Event description:
Vagina, tampon stuck against the vaginal wall, (string had come away.) [Foreign body in reproductive tract]. Sore - vagina [vulvovaginal pain]. Tampon stuck to the vaginal wall... Sore [medical device site pain]. Had it removed... Sore- vagina [complication of device removal]. (Vagina, tampon stuck against the vaginal wall), string had come away/disintegrated [device breakage]. Case narrative: consumer reported via phone that the tampon string disintegrated and became stuck to the vaginal wall. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Vagina, tampon stuck against the vaginal wall, (string had come away.) [Foreign body in reproductive tract] sore - vagina [vulvovaginal pain] tampon stuck to the vaginal wall... Sore [medical device site pain] had it removed... Sore- vagina [complication of device removal] (vagina, tampon stuck against the vaginal wall), string had come away/disintegrated [device breakage] case narrative: consumer reported via phone that the tampon string disintegrated and became stuck to the vaginal wall. No serious injury was reported.